Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing was twisted event on 27-dec -2024. The infusion set was in use for one day. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.